Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Abnormal image: the exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. Peeling of the objective lens adhesive part: the exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that there was the possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd, and the adhesive part of the objective lens peeled off due to deterioration/damage. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device turned pink color. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.